Event description:
It was reported that, on the night prior to this report, the patient was given a heart rate monitor while he was in the hospital. The patient was reportedly in the hospital due to stomach issues and because she couldn¿t take anti-inflammatory medication. The heart rate monitor was lying on the pump and the pump was hot. The pump was getting hot around the area. The patient¿s pump was not helping with her back pain, which she had for 20 years. For the last 4 years, the patient had been having problems and currently, the patient was having ¿all these problems¿ with the pump. The patient was upset because the hospital wasn¿t giving him ¿narcos¿. The patient was supposed to run out of medication on (B)(6) 2015, before he could see the doctor. The patient wanted a manufacturer representative to come check his device system. The patient currently felt a little bit of relief, but they turned it down a little. The cause of the event, diagnostics/troubleshooting, interventions/treatment, final patient outcome, and drug information was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2013, product type: catheter. (B)(4).